Event description:
One endeavor drug eluting stent and one non medtronic stent were successfully deployed to the right posterior lateral. It is reported that the patient suffered a gi bleed in the colon approx. 21 months post index procedure. The patient was treated with a colon polypectomy and plavix was stopped for 10 days. The investigator assessed that the event was not related to the study device. Patient recovered.

Manufacturer narrative:
Results: inherent risk of procedure (haemorrhage). Conclusions: inherent risk of procedure (haemorrhage). (B)(4).